Event description:
It was reported that the user experienced an occlusion alert on the ilet pump during use of a 6 mm infusion set (inset), with blood glucose rising to 224 mg/dl, and the issue resolved only after changing supplies; the user reported changing supplies three times, and no bent cannulas were observed. Customer care provided support that included customer troubleshooting and education with instruction to contact support at the time of any future occlusion for real-time assessment. Investigation of this case revealed an occlusion consistent with infusion set or flow pathway obstruction without evidence of a bent cannula, aligning with reported insulin delivery interruption. No clinical symptoms associated with hyperglycemia reported. Outcomes included device alarm and need for supply replacement. It was concluded, based on previously established findings for similar reports, that the cause was likely infusion set-related occlusion during use.